Event description:
A malfunction alarm was reported for the pump, which was still under warranty. The customer declined to answer whether there was an impact on blood glucose levels exceeding 500 mg/dl, so there was no reported impact. Technical support decided to replace the faulty pump, instructed the customer to use multiple daily injections as a backup therapy, and provided guidance on how to put the pump into storage mode before its return, which the customer acknowledged.